Event description:
Severe resistance was felt when inserting the radifocus gt guidewire 14 (terumo, type unknown) into the prowler select plus microcatheter (606-s255mx/17014242) during coil embolization of a sub-arachnoid hemorrhage at the patient¿s internal carotid artery. The tortuosity and calcification level of the vessels were unknown. The patient¿s vessels were moderately tortuous, but the level of the calcification was unknown. It was reported that a 6fr radifocus introducer (terumo, type unknown), a 6fr roadmaster (goodman, type unknown), and a prowler select plus (lot unknown) were also used for the above procedure. No further details of the concomitant devices are available. During the insertion of the guide wire to the complaint microcatheter, the physician experienced a severe resistance at 10cm from the proximal end of the microcatheter. The complaint microcatheter was withdrawn and replaced with another prowler, and the procedure was successfully completed without further issues. However, due to the event it was delayed for 5 minutes. There were no patient injury/complications. Due to the fact that the patient was a (B)(6) carrier, the product was safely disposed under the hospital regulation. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the concomitant devices after the event. Since it has already been disposed, the coil is not available for the investigation. No further information is available.

Manufacturer narrative:
Concomitant devices: radifocus introducer (terumo, type unknown). 6fr roadmaster (goodman, type unknown.) Prowler select plus (lot unknown). Radifocus gt guidewire 14 (terumo, type unknown). The product was not returned for analysis; a review of the manufacturing documentation associated with this lot is underway. No conclusions are made at this time.

Manufacturer narrative:
Review of the DHR revealed no issues were considered potentially related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.